Event description:
It was reported that the affinity nt oxygenator was not working efficiently during use. The perfusionist noticed the need to run higher sweeps, maxed out the blender, increased po2 (partial pressure of oxygen), and added an oxygenator. The patient's temperature was 34.5. Po2 and pco2 (partial pressure of carbon dioxide) were 221mmhg and 45mmhg, respectively. Their ph was 7.28 and hematocrit (hct) was 26%. The device was replaced to complete the procedure. It was unknown if there was any complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.